Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat right hydronephrosis, stress urinary incontinence and mesh was implanted along with the concurrent procedures of right ureteroscopy, cystoscopy with right retrograde pyelogram, and fluoroscopy. It was reported that the patient underwent a procedure on (B)(6) 2007 (nuclear medicine renal pharmacologic lasix study) due to hematuria and congenital ureteral obstruction.